Event description:
It was reported that: "swg got stuck during insertion and could not be inserted smoothly." The returned device was kinked. Associated complaints 3006425876-2024-00587 and 3006425876-2024-00704.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Section d.4. Unique identifier (UDI)# corrected from (B)(4). The customer returned one guide wire and a 3-lumen cvc for analysis. Signs-of-use in the form of biological material were observed on the guide wire and inside the catheter extension lines. Visual analysis of the guide wire revealed three major kinks across the guide wire. This resulted in the distal j-bend to be misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. It was also noted that the distal luer hub from the catheter had separated. The kinks 270mm, 239mm, and 31mm from the proximal weld. The guide wire total length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.791mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars) and introducer needle. Resistance was encountered at the kinking; however, the guide wire was able to pass completely through the subassembly. Per-formed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were observed. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radio-graphic visualization should be obtained, and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Three major kinks were observed across the guide wire. Despite the damage, the sample met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "swg got stuck during insertion and could not be inserted smoothly." The returned device was kinked. Associated complaints 3006425876-2024-00587 and 3006425876-2024-00704.